Manufacturer narrative:
The device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. A sample evaluation could not be performed as the samples were not returned therefore the investigation is inconclusive for the alleged missing component (lidocaine) issue due to the fact that no sample was returned for evaluation. A definitive root cause could not be determined. A review of product labeling documents (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. (Expiry date: 09/2020).

Event description:
It was reported that the lidocaine component was allegedly missing from the kit. There was no patient contact.